Event description:
The threads for the knob on the implant holder have worn off. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. Additional evaluation found the welded connection of the outer shaft of the applicator has broken up. We suspect that excessive mechanical load during the intervention has led to the damage of the welded joint. However, in an effort to continuously improve our products, an improvement was initiated in order to strengthen the welded joint. The applicator inner shaft as well as the applicator knob can both be used properly.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found.